Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure of the bending rubber breaking off was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the bending rubber on the cystonephrofiberscope broke off. There was no report of patient involvement.